Event description:
While surgeon was attempting to revise the graft, the graft tore and would not hold a suture. Product was implanted in a pt's femoral artery by another surgeon at another institution. Duration of implant, product code, and lot number could not be confirmed, despite many attempts to obtain add'l info. Upon revision, the surgeon reported that the graft appeared translucent and would not hold a suture. Graft was removed and new graft implanted.